Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two endeavor des were successfully implanted in the prox rca. Approximate 16 months post procedure the patient died, cardiac death.